Event description:
It was reported that the patient was frequently charging the ipg. The patient underwent a revision procedure wherein the old ipg was replaced with a magnetic resonance imaging (MRI) capable one. The patient was doing well postoperatively. No device malfunction was suspected. The explanted ipg will not be returned as it was kept by the medical facility.

Manufacturer narrative:
Date of event: exact date unknown, event occurred six months ago.